Event description:
Inbound. Defective cassette, had 2-toned beeping alarms on both infusion pumps - sn (B)(4). Cadd cassette 100 ml with flowstop- lot # 4092491 exp 01/18/2026). No further details provided.